Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator exhibited high defibrillation impedance. The high defibrillation impedance was confirmed through in-clinic interrogation. No lead abnormalities were reported. No intervention was taken and the patient will continue to be monitored. The patient was in unknown condition.